Event description:
It was reported that the patient experienced a loss of therapeutic effect during the normal refill cycle; the patient experienced spasticity/hypertonia. The symptoms began approximately 2 months ago. No alarms or volume discrepancies have been noted. The patient has had two dose increases without change in symptoms. The patient has been supplemented with oral baclofen. The catheter was kinked and surgically revised; the patient recovered without sequela. The pump contained lioresal 1000 mcg/ml at a daily dose of 60 mcg/day.